Event description:
Fusarium infection following use of bausch and lomb renu moistureloc contact lens solution requiring corneal transplantation. Event abated after use stopped. Event reappeared after reintroduction.